Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.